Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the harmonic ace instrument was received and failure analysis found the instrument to have teflon pad damage. A piece of the teflon pad was broken at the midpoint of the pad. The missing material was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, a fragment from the tip of the harmonic ace instrument fell off inside the patient's body. The fragment was successfully retrieved during the same procedure through visual inspection. It was confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment, and no post-operative tests such as x-rays or ultrasounds were performed to check for remaining fragments. The procedure was completed robotically with a backup instrument. There were no injuries to the patient, and the patient did not return to the hospital due to any post surgical complications.